Manufacturer narrative:
Literature citation: bales et al. A long-term results of swanson silicone arthroplasty for proximal interphalangeal joint osteoarthritis. J hand surg am. 2014; 39: 455-461. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, in a 2009 literature article, by bales et al. Titled along-term results of swanson silicone arthroplasty for proximal interphalangeal joint osteoarthritis, the authors discuss 3 revisions of swanson pip joint arthroplasty due to symptomatic implant breakage, and 1 revision due to infection. The authors also state that "all patients exhibited some degree of instability inherent in the design of the silicone implant." Additionally, the authors state that there were 21 cases of implant fracture in situ, 15 cases of radiolucency adjacent to the implant, and 29 cases of subsidence.